Manufacturer narrative:
(B)(4). The recipient underwent repositioning surgery. During surgery, it was noted that the electrode lead was bent sharply and appeared to have undergone plastic deformation. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The recipient's activation for the newly implanted device reportedly went well. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The device passed the tests performed. No corrective action is indicated. This is the final report.

Event description:
The patient is reportedly experiencing poor performance with open electrodes. The recipient experienced tenderness at the implant site and electrode array migration. Revision surgery will be scheduled.